Manufacturer narrative:
The coil was returned for evaluation and the pusher assembly was found to be damaged. The detachment stick was found bent and this likely prevented the coil from detaching. (B)(4).

Event description:
Treatment of a right pulmonary artery aneurysm. During the procedure, it was reported that the concerto implant coil was advanced through a .038id diagnostic catheter and was not able to detach once it reached the aneurysm. The coil was removed from the patient. No injury was reported with the patient as a result of the procedure.